Event description:
Information received from the field notes a capture anomaly and ventricular oversensing. The patient exhibited total inhibition when programmed to the bipolar configuration. The patient was pacemaker dependent.~~~~~~~~